Event description:
Customer reports a blood glucose reading of 778 mg/dl. Device reading/display range is 10 - 600 mg/dl. No treatment received based on results. No quality control information was provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.